Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with no original packaging or other devices. There was blood in the wire lumen. There was tissue and blood on the stent. There were two sections of the stent (19mm and 21mm) returned with the sds; however, approximately 160mm of the stent was not returned. The separated ends of the stent appeared to have been cut, which is consistent with the reported information. A 14cm length of the rack including the deployment knob was detached. The fractured ends of the rack revealed no evidence of any material or manufacturing deficiencies. The shaft was kinked at the distal end of the handle. The inner shaft was kinked 30cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the pull grip was not pulled back to complete stent deployment. The directions for use states; "roll the thumbwheel of the deployment handle in the direction of the arrow indicated on the handle. Continue to roll thumbwheel until approximately half of the stent is deployed. Complete deployment of stent with the manual pull grip." The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, partial stent deployment, stent deformation, and removal difficulty occurred. The target lesion was located in the superficial femoral artery (sfa) with long diffuse stenosis. A 7x200x75mm innova bare metal stent delivery system was advanced to the target lestion. Then the stent was released with the thumbwheel until thumbwheel would not rotate in the direction of the arrow any further. The stent was not fully deployed. The physician pulled on the handle in order to finish deployment. The stent stretched and upon removal of the handle it proximal end of the stent was protruding outside the common femoral artery at the sheath entry point. It appeared that the blue pull grip was not pulled back from the handle to deploy the balance of the stent. The groin was cut down and the femoral artery was opened. Part of the stent was removed and the patch was applied to the hole in the femoral artery. The distal portion of the stent remained in the sfa. The procedure was completed with a different device. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, partial stent deployment, stent deformation, and removal difficulty occurred. The target lesion was located in the superficial femoral artery (sfa) with long diffuse stenosis. A 7x200x75mm innova bare metal stent delivery system was advanced to the target lesion. Then the stent was released with the thumbwheel until thumbwheel would not rotate in the direction of the arrow any further. The stent was not fully deployed. The physician pulled on the handle in order to finish deployment. The stent stretched and upon removal of the handle it proximal end of the stent was protruding outside the common femoral artery at the sheath entry point. It appeared that the blue pull grip was not pulled back from the handle to deploy the balance of the stent. The groin was cut down and the femoral artery was opened. Part of the stent was removed and the patch was applied to the hole in the femoral artery. The distal portion of the stent remained in the sfa. The procedure was completed with a different device. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.